Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion evaluation for return to stock recertification. There was no patient involvement, and no harm or injury reported.the device was returned to the technician for further evaluation due to failure of positive flow verification testing.preventative maintenance was completed with component replacement completed as per maintenance schedule. Damaged and/or missing components requiring replacement were replaced. There were no significant errors noted in the error log. A follow-up report will be submitted when the manufacturer's investigation is complete.